Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation details. No similar complaints reported against this lot related to defect "di - 19 black sleeve - punctured/torn" or "pe - 03 difficult to remove device" were found. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the disposable, and thus, a root cause cannot be determined. The device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. No corrective actions nor impact assessment are required at this time. Please cross reference MFR. Number: 3011469355-2025-00045 that was submitted to cover the reported event in which the patient's outcome is unknown.

Manufacturer narrative:
The vascade 6/7f vascular closure device was discarded by the user facility. The investigation into this matter is ongoing. Please cross reference MFR. Number: 3011469355-2025-00045 that was submitted to cover the reported event in which the patient's outcome is unknown.

Event description:
The patient underwent a peripheral interventional procedure utilizing a vascade 6/7f vascular closure device. The device was deployed via a 6f sheath and inserted into the patient's right femoral artery. During sheath removal over the vascade device, the performing physician noted that the black distal sleeve of the device separated. The physician reported that this is second time this defect has occurred. As a result, the patient was taken to surgery for retrieval of the vascade device. This is report 1 of 2.